Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on lcd board. The pump was unable to perform idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump had minor scratched display window.

Event description:
The customer reported via phone call that they experienced moisture damage from the insulin pump. The customer's blood glucose reading was 157 mg/dl. The customer stated that he spilled mountain dew on the pump. The insulin pump was returned for analysis.